Event description:
It was reported that (1) device was used during a bowel resection. It was reported by the affiliate that the tlc75 instrument would not fire. A new cartridge was inserted and it still would not fire. Another instrument was used to complete the case. There was no consequence to the patient.